Manufacturer narrative:
A follow up of the MDR is expected and will be submitted as soon as the final investigation result is available.

Event description:
The customer indicated there was a pt treated with gm11004150-segmented cylinder applicator set with radiation reactions. The pt was treated with 1x3.5cm, 1x3.0cm and 1x2.5cm cylinder segments. The location of a reaction on the introitus is reported to correspond with the 3cm cylinder segment. The course was planned for 1gy per pulse for 28 pulses at 3.5cm + 0.5cm. The case is currently under investigation at the customer site, but current information indicates that the plan was intended to be delivered with 2x3.5cm cylinder segments.